Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic.

Manufacturer narrative:
Conduction disturbances such as left bundle branch block are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Sick sinus syndrome relates to arrhythmia issues, specifically, tachycardia. Tachycardia is generally a result of known potential ad verse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aor tic valve. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve a new left bundle branch block (lbbb) was noted. No intervention was necessary and the patient was monitored. No adverse patient effects were reported. Seven days post-implant, the patient was diagnosed with sick sinus syndrome following an episode of strain syncope. The issue was resolved with the implant of a permanent pacemaker. No subsequent adverse patient effects were reported.